Manufacturer narrative:
Sections with additional information as of 15-apr-2025: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was preformed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Complaint was initially reported via e-mail and customer was contacted by telephone. The customer is concerned with test results from back-to-back blood tests of 156 and 172 mg/dl. The customer¿s expected blood glucose test result ranges are 100-130 mg/dl am fasting and 130-150 mg/dl pm fasting. The customer feels well and did not report any symptoms. Customer stated she had a scheduled visit with her nutritionist, and they did not believe the true metrix air meter was working as intended so customer had contacted her endocrinologist via e-mail about the meter results and to obtain a new device. The test strip lot manufacturer¿s expiration date is 05/19/2026 and open vial date was not disclosed. The product is not stored according to specification (kitchen). The customer did have another vial of test strips that had been stored and handled correctly: lot number: zc5871s, manufacturer¿s expiration date is 04/30/2026. During the call, a back-to-back blood test was performed by the customer am fasting and produced test results of 104 mg/dl and 113 mg/dl using true metrix air meter. The meter memory was reviewed for previous test result history: result 1: 100 mg/dl, date: on (B)(6) 2025, time: 10:48 am, fasting, result 2: 170 mg/dl, date: on (B)(6) 2025, time: 3:34 pm, fasting, result 3: 156 mg/dl, date: on (B)(6) 2025, time: 9:14 pm, fasting, result 4: 172 mg/dl, date: on (B)(6) 2025, time: 9:13 pm, fasting, result 5: 145 mg/dl, date: on (B)(6) 2025, time: 10:16 pm, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting endocrinologist due to meter results. Meter and test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 26-feb-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.